Event description:
It was reported that stent migration occurred. The target lesion was located in the central vein. A 14x60x75 epic stent was deployed for treatment. However, it was noted that the stent seems like disappeared and found beside the heart. The physician snared and move the stent to iliac vein. The procedure was completed with the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent migration occurred. The target lesion was located in the central vein. A 14x60x75 epic stent was deployed for treatment. However, it was noted that the stent seems like disappeared and found beside the heart. The physician snared and moved the stent to iliac vein. The procedure was completed with the same device. There were no patient complications reported and the patient was stable. It was further reported that the stent migrates immediately after placement beside the heart. The stent was successfully implanted in iliac vein and a 10mm mustang balloon catheter was used for post-dilatation.

Manufacturer narrative:
Device evaluated by MFR. : epic ous vas 14x60x75 was received for analysis. The device was received with the stent fully deployed from the delivery system. The stent was not returned for analysis. A visual examination identified no issues with the tip of the device. A visual and tactile examination found the inner shaft to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual examination identified no issues or damage to the handle of the device.

Event description:
It was reported that stent migration occurred. The target lesion was located in the central vein. A 14x60x75 epic stent was deployed for treatment. However, it was noted that the stent seems like disappeared and found beside the heart. The physician snared and move the stent to iliac vein. The procedure was completed with the same device. There were no patient complications reported and the patient was stable. It was further reported that the stent migrates immediately after placement beside the heart. The stent was successfully implanted in iliac vein and a 10mm mustang balloon catheter was used for post-dilatation.